Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified radial vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that a pinhole ruptured occurred upon second inflation at 6 atm for 30 seconds. The device was removed from the patient's body without issue and the procedure was completed with a different device. No complications were reported, and patient was good post procedure.